Manufacturer narrative:
(B)(4). Evaluation, results: (arterial/vessel occlusion); (tortuous bilateral iliac arteries). Conclusion: (tortuous bilateral iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm fusiform abdominal aortic aneurysm, approx 16 months ago. Vessel morphology was reported as tortuous bilateral iliac arteries with no stenosis; angle between proximal aaa neck and main axis of aaa of 30 degrees; aortic neck diameter below the renals of 28 mm; distal aortic neck diameter of 25 mm; and an aortic neck length of 25 mm. It was reported there was a proximal type 1 endoleak that was corrected by remodeling of the stent graft with an aortic balloon. The left limb of stent graft occluded approx one week later. A right to left fem-fem crossover graft was performed and right iliac limb stent graft was placed at that time. The investigator assessed this event as device and procedure related. Six weeks ago, the pt was admitted to the hospital with claudication. Another stent graft occlusion was noted by CT scan the following day. A right axillo-femoral bypass was performed to the prior right to left fem-fem crossover graft along with a thrombectomy of the crossover graft. The investigator assessed the event to be unrelated to the device or procedure. No additional clinical sequelae were reported, and the pt is fine.